Event description:
Customer called to report a leak from reagent probe a of the unicel dxc 800 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) examined the system and found that the syringe was not seated properly to the t-valve assembly. The fse replaced the reagent syringe, the t-valve assembly, and the reagent tubing assembly to address the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).